Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records were reviewed on ad 26 may 2020 by a clinician to identify patient harms/product issues. Patient received a left primary attune to treat severe degenerative osteoarthritis. The patella was resurfaced and competitor cement x 2 was utilized. The procedure was completed without complications. Patient received a left revision of the insert, femoral component, and tibial tray to treat unspecified mechanical loosening. The patella was retained. Revision operative notes were not provided. Doi: (B)(6) 2015; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.